Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter; during a laparoscopic procedure the device was difficult to toggle and the needles fell out of the suturing device and into the patients. The account did not save the devices, and just opened a new one to complete the case.